Manufacturer narrative:
Case ID reported as #(B)(6). Additional procode: hwc. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code (B)(4) used to capture surgical delay of three (3) minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the distal right hole of the variable angle locking (val) t-plate did not lock with a cortex screw. The cortex screw was already full seated on the plate and the surgeon spun the screw in circles without the locking mechanism engaging. The cortex screw was pulled out and was reused on another hole and was able to lock successfully. As per consultant, there was nothing wrong with the screw. The surgeon re-drilled the path to try the cortex screw again and it did not lock upon the second time. A proper drill guide was also used during the procedure. Procedure was completed successfully with a surgical delay of three (3) minutes. Patient's status is stable. Concomitant devices reported: 1.5mm cortex screw self-tapping with t4 stardrive recess 12mm (part: 02.214.112, lot: unknown, quantity: 1), 1.1mm va locking double drill guide/freehand/1.5mm val plate (part: 03.130.221, lot: unknown, quantity: 1) this report is for a 1.5mm val t-plate 3 holes hd-7 holes shaft. This is report 1of 1 for (B)(4).